Event description:
It was reported that on (B)(6), 2021 the patient underwent an unknown procedure. Two (2) stardrive screwdrivers and two (2) unknown screwdriver shafts were unable to fit into the head recess of the unknown hand screw. There was a surgical delay of ten to fifteen (10-15) minutes. The procedure was successfully completed using other unknown screws. There was no patient consequence. This report is for one (1) unk - screwdrivers: shafts. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown screwdrivers: shafts/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Lot, UDI, catalog manufacturing location: supplier- bachler feintech / monument manufacturing date: november 17, 2021 part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc lot number: 97p6252 (non-sterile) eight pieces were scrapped, vendor tin coat, for destructive testing. Production order traveler met all inspection acceptance criteria apart from the eight pieces noted. Inspection sheet, incoming inspection met all inspection acceptance criteria. Packaging label log (pll) lppf was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance was reviewed and determined to be conforming. Heat treat inspection certificate was reviewed and determined to be conforming. Inspection certificate was reviewed and determined to be conforming. Certification of analysis was reviewed and determined to be conforming. Certificate of compliance was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.